Event description:
It was reported that the cage attachment of an avs navigator peek cage broke during rotation into the interbody space. There were no adverse consequences to the patient. The procedure was completed successfully with a 15 to 20-minute delay to surgery by using an alternatively available implant.

Event description:
It was reported that the cage attachment of an avs navigator peek cage broke during rotation into the interbody space. There were no adverse consequences to the patient. The procedure was completed successfully with a 15 to 20-minute delay to surgery by using an alternatively available implant.

Manufacturer narrative:
Visual inspection: it was observed that the securing rail of the cage, which allows for attachment on the inserter, had fractured from the body. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. As this event occurred during insertion/rotation, it is possible that the device could have experienced off-axial insertion/ impaction force, causing the securing rail to fracture. However, as addition details regarding the event and technique were not available, this cause could not be determined conclusively.